Event description:
It was reported that the right ventricular (rv) lead had dislodged and was no longer attached to the septum. The rv lead was inactivated, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.